Event description:
Reportable based on device analysis completed on 06-nov-2018. It was reported that loss of signal occurred. During a flutter ablation procedure with a blazer prime xp ablation catheter, loss of ablation signal occurred after 30 seconds of use. The procedure was completed via an alternative method. Patient outcome was not reported. Device analysis revealed the ring #1 seals were compromised. Broken adhesive was observed in ring #1. The distal end was dissected and dried body fluid was found within the distal end. Visual inspection revealed that the device has a kink at the distal section approximately at 1.3 cm from the distal tip while in the neutral position. Ring #1 seals are compromised; there is dried body fluid on the edge of the electrode. Broken adhesive was observed in ring #1. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The electrical test was performed and the device was found within specification. No opens or shorts were found. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. Bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. Distal end was dissected and was confirmed bent center support. A steering wire partially detached from the center support due to broken solder joint was also observed. Dried body fluid was found within the distal end. The kevlar wrap was found retracted. The kevlar wrap was exposed in order to measure it and the result was found out of specification.